Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax area. Damage and two holes were found in the area. The temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device [31043561l] number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The damage and reddish material could be related to the reported issue. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot-micro, uni-directional, f curve, c3, split handle for which biosense webster¿s product analysis lab (pal) identified reddish material inside the pebax area with damage and two holes in the area. Initially, it was reported that a temperature sensor error was observed. Additional information was received. Ngen generator software v2 was used. The temperature sensor issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, there was reddish material inside the pebax area. Damage and two holes were found in the area. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.